Event description:
Thirty discordant, falsely elevated troponin results were obtained on patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), and one patient was treated based on the result. The samples were rerun on an alternate instrument, and the corrected results were reported to the physician(s). One patient received a cardiac catheterization due to the falsely elevated troponin result. There are no reports of adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the quality controls (qc) had been out of range high when the discordant results were obtained. The fse decided to replace the r1 and r2 drains, the us printed circuit board, the u.s. Transducer, tubing and probes, and the entire hm module. The fse reran patient samples, all of which resulted with the expected results. The fse also advised the laboratory staff to stop using their silencer centrifuge. The laboratory staff stopped using the silencer centrifuge until someone began using it again. Once the silencer centrifuge was being utilized, additional discordant results were obtained for troponin. The fse advised that they discontinue use of the silencer centrifuge, which the laboratory has done. The cause of the discordant, falsely elevated troponin results is unknown. The cause of patient samples being run while qc was out of range was user error. The instrument is performing according to specifications. No further evaluation of the device is required.